Event description:
The device was applied during a total abdominal hystrectomy procedure. Reportedly, the complete staple line was not formed. The surgeon placed manual suture. The hospital has reported no pt injury occurred.